Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the was contamination/corrosion. The dso seal showed signs of wear. The dso seal, and lens were replaced. The battery contacts were cleaned. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had corroded battery terminals and a bubbled downstream occlusion. The reported product fault occurred during testing. There was no patient involvement.